Event description:
It was reported that a new ilet user sought guidance about remaining insulin volume and received education on pump low-reservoir alerts and supply change, and later reported episodes of hypoglycemia to 39 mg/dl for about 45 minutes with low and urgent low alerts, as well as hyperglycemia up to 247 mg/dl persisting 6¿7 hours without ketone testing or back-up therapy. Symptoms included low blood glucose with device-generated low alerts. Outcomes included no professional medical intervention, no assistance required, and no acute complications. Investigation included troubleshooting and user education regarding treatment of lows with oral glucose, letting the system address highs, and changing the infusion set if persistent hyperglycemia occurs. Investigation of this case revealed no device malfunction reported and that the cause of both hypo- and hyperglycemia remained unclear during early adaptation to therapy. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.